Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of pictures provided confirmed the impactor pad had fractured in two (2) pieces and there was gouging/deformation along the edges of the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in new zealand. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the tibial impactor had fractured upon impact with the tibial component. No adverse events were reported as a result of this malfunction.